Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Customer reported to (B)(6) that there was a massive failure of ceramic femoral head only 6 weeks after implantation. The patient was in pain and inability to weight bear. The customer required revision surgery with removal of ceramic head fragment (retained), excision of acetabulum and revision acetabulum with new stainless steel femoral head on retained stryker accolade stem.

Event description:
Customer reported to mhra that there was a massive failure of ceramic femoral head only 6 weeks after implantation. The patient was in pain and inability to weight bear. The customer required revision surgery with removal of ceramic head fragment (retained), excision of acetabulum and revision acetabulum with new stainless steel femoral head on retained stryker accolade stem.

Manufacturer narrative:
An event regarding crack/fracture involving an unknown ceramic head was reported. The event was confirmed by medical review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: undated x-rays confirms fractured head, need additional information; primary and revision operative reports, clinical and past medical history, additional serial x-rays. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including primary and revision operative reports, clinical and past medical history, additional serial x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re- opened.